Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine sulfate [30 mg/ml] at a dose of 19.990 mg/day and bupivacaine [0.3 mg/ml] at a dose of 0.199 mg/day via an implantable pump for spinal pain, non-malignant pain, and failed back surgery syndrome. It was reported on (B)(6) 2017 that during replacement the surgeon was only able to aspirate 0.5 cc (cubic centimeters). It was indicated that they did a back table prime and that the surgeon wanted to ensure they would not have a gap in therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.